Manufacturer narrative:
The ge biomed performed a checkout of the equipment. Inspection of the equipment noted that the flow sensor diaphragm was stuck to the top of the flow sensor housing. The flow sensor was replaced. No report of patient involvement.

Event description:
The hospital reported the tidal volume was lower than expected. There was no report of patient involvement.